Event description:
Variax 3d foot plate had broken, patient had second surgery to remove plate and put on external fixator

Event description:
Variax 3d foot plate had broken, patient had second surgery to remove plate and put on external fixator

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture with much evidence of forced rupture and secondary cracks. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation.¿ therefore no corrective action is deemed necessary at this time.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.